Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked between hub and catheter leakage between hub and catheter. This product was removed after insertion, so there is blood on it.

Event description:
Leakage between hub and catheter. This product was removed after insertion, so there is blood on it.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak near the nose of the adapter during the catheter leak test. Split tubing was also observed on the catheter tubing at the flaring site at the metal wedge. A tubing surface defect of white lines with scratch marks were observed along the whole catheter tubing at the same filled stripe as the split tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed. At the machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flaring at metal wedge, which caused the tubing to over-expand and split during assembly. Additionally, the surface defect which looked like scratch marks was also observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause tubing to be weakened and split when flared onto the metal wedge during assembly. Based on the complaint history review, this is the first complaint reported for leakage due to split tubing for this reported lot. Therefore, this is most likely an isolated case. Current controls include an outgoing functional test in place to check for catheter adapter leakage. There is also an in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Communication was issued to the production technician to monitor the occurrence of the split tubing defect. Communication was also issued to the catheter extrusion production technician to monitor the occurrence of the scratch mark on tubing defect. The complaint lot was manufactured before the action implementation.